Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as the use of off-axis loading or improper bone preparation.

Event description:
On 04-dec-2025, a sales representative reported via email that an ar-2324bcc biocomposite swivelock c suture anchor unraveled during insertion. The broken fragment was retrieved from the patient, and the procedure was completed using a replacement anchor. The issue occurred during a rotator cuff repair on (B)(6) 2025, with no reported patient harm. Additional information was requested on 10-dec-2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.